Manufacturer narrative:
Approximate age of device: 11 months. The patient remains on lvad support with no issue reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported on (B)(6) 2018 that patient was seen on clinic for follow up routine visit on (B)(6) 2018 and complained of weakness, dizziness, and tarry-bloody stools for 4 days. The patient's lab exams showed hemoglobin and hematocrit of 7.4 g/dl and 23.2% respectively, and the patient received blood transfusion. Additional information provided on (B)(6) 2018 stated that the patient underwent a colonoscopy and endoscopy and no source of bleeding was identified, however, the patient received octreotide and protonix for the bleeding. The patient presented a bleed prior to lvad implant related to a small polyp and hemorrhoids, and no treatment was received at that time. No further information was provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is 00813024013297. Manufacturer's investigation conclusion: the patient remains on vad support. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.